Event description:
It was reported that during a laparoscopic gastric bypass procedure, leakage of gas from trocar when they put 5 mm instrument in the trocar. The leak was between the grey plastic part and the white part. The patient were not optimal relaxed so there were a little resistant in the cavity. It was the same problem with all three trocars. They took another trocar and then it worked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.